Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit was connected to the dc power supply, unit alarmed low battery volts. The low battery alarm feature working properly. Unit primed properly. No prime fill anomaly noted. Unit passed rewind test, basic occlusion test, occlusion test, prime a33 test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained endcap sticker.

Event description:
It was reported that the customer had very high and very low blood glucose. Customer stated that his current blood glucose is high at 20 mmol/l, but last night between (B)(6), he had very low blood glucose at 2.2 mmol/l. Customer thinks that the pump possibly delivered insulin on its own. Customer stated that the infusion set and the drive support cap are okay. Customer stated that he changes the infusion set every 4th day. Customer stated that he does not always change the reservoir at the same time. Customer was advised to change the entire set every 2nd day. Customer also stated that he noticed the battery levels going up and down. Customer stated that he has once been on the lowest battery level for 4 weeks. Customer was advised that the pump will need to be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.